Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70, serial#: (B)(4), description: linear st lead, 70cm; model#: sc-4316, lot#: 18214695 description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection close to the midline incision site. No symptom was noted. The infection was believed to be related to the partial lead erosion contributed by the needle aspiration done by a dermatologist. Antibiotics were prescribed. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.